Event description:
It was reported that the user, who had been off the pump while preparing a replacement ilet for setup, experienced hyperglycemia with a fingerstick blood glucose of 401 mg/dl and self-administered rapid-acting subcutaneous insulin doses totaling 15 units the same day, with advice to wait at least two hours before connecting to the pump. Symptoms included hyperglycemia and associated irritation. Outcomes included no alarms, no hospitalization, and user decision to delay setup and reconnect later. Investigation included complaint intake review and user troubleshooting and education regarding safe reconnection timing and hydration. Investigation of this case revealed no device malfunction or component issue while off therapy, and the event was consistent with hyperglycemia of unclear cause in the context of pump nonuse and interim injection management. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.